Manufacturer narrative:
The device in question was returned to (B)(4) for recall-related calibration and service. During the course of the calibration, it was found that the device had a calibration factor that was off by more than the +/- 5% non-reportability range established by. (B)(4) is recalling all curlin 6000 and painsmart pumps manufactured between march 18 and november 6, 2015, as well as all curlin 4000 and all curlin 6000 and painsmart pumps that were recalibrated during servicing between march 18 and november 6, 2015. These pumps will be recalibrated. (B)(4) is also requiring nfr (non-factory recertification) certified customers (including third-party service contractors) to review their recalibration and repair logs since july 1, 2015 to identify all pumps that were recalibrated with potentially mis-calibrated sets. They will be asked to recalibrate those pumps. If nfr-certified customers choose not to recalibrate those pumps, the pumps will need to be returned to (B)(4) for recalibration.

Event description:
During the re-calibration and servicing at (B)(4), this device was found to have a calibration factor below 5%. Event occurred during testing -- no patient was involved. (B)(4).